Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 600 (mg/dl) and ketones. Customer changed pump supplies multiple times to treat bg levels; however, customer later went to the emergency room (ER) where they received intravenous insulin to treat bg levels. Customer was discharged later on (B)(6) 2016 and given long lasting insulin for diabetes management. Reportedly, customer still had elevated bg levels while off of the pump on (B)(6) 2016, and returned to the ER where they were treated with intravenous insulin. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Contact indicated that they will contact their health care provider to discuss factors that may be affecting the customer's bg levels.